Manufacturer narrative:
(B)(4) (mental status change). (B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info regarding the pt, event, interventions and outcome has been requested.

Event description:
Literature: mikos a, pavon j, bowers d, et al. Factors related to extended hospital stays following deep brain stimulation for parkinson's disease. Parkinsonism relat disord. Jun 2010;16(5):324-328. Summary: this study examined potential factors that might have corresponded to increased post-operative hospital stays following lead insertion for unilateral deep brain stimulation (dbs) surgery in 115 parkinson's disease pts (88 male, 27 female) who underwent unilateral dbs implantation between (B)(6) 2002 and (B)(6) 2008. During implantation of the lead, multiple microelectrode passes were performed to map target borders, the mean number of which was 4.1. The lead was placed either in the subthalamic nucleus or the globus pallidus intermus. Pulse generators were implanted approximately one month after lead implantation. Age, gender, number of microelectrode passes, duration and severity of illness, and pre-operative neuropsychological scores including measures of dementia, screening, attention and working memory, recent memory, and frontal/executive functioning were examined. Post-operative complications were also collected. Comparisons were made of the immediate discharge group (one day after surgery) of 91 patients versus the delayed discharge group (>1 day) of 24 patients. Reportable events: one pt experienced subdural hemorrhage following lead implant with resolution of clinical symptoms. The pt remained in the hospital following implant between 2-60 days. Three patients experienced intracranial hemorrhage with neurological deficits following lead implant and remained in the hospital between 2-60 days. One pt experienced peri-lead hemorrhage following lead implant with resolution of clinical symptoms. The pt remained in the hospital following implant between 2-60 days. One pt experienced hypertension following lead implant and remained in the hospital for four days. One pt experienced transient hemiparesis (left sided subdural hematoma) following lead implant and remained in the hospital for two days. Three pts experienced fever following lead implant and remained in the hospital between 2-7 days. One pt experienced lethargy/fatigue following lead implant and remained in the hospital for two days. One pt experienced lethargy/fatigue following lead implant and remained in the hospital for 3 days. Three patients experienced movement issues/parkinsonism following lead implant and remained in the hospital between 2-9 days. One pt experienced transient hemiparesis following lead implant and remained in the hospital for 2 days. One pt experienced transient hemiparesis following lead implant and remained in the hospital for 6 days. Six patients experienced "mental status change" following lead implant and remained in the hospital between 5-15 days.